Event description:
It was reported that occlusion alarms occurred and multiple cartridges leaked from the cartridge o-ring. Customer changed pump supplies to address the issues. The customer¿s blood glucose (bg) level that was displayed as "high", although specific value was not provided. Customer addressed elevated bg by a correction injection via manual insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.